Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was impl anted with a neurostimulator for spinal pain. It was reported there was an infection. The patient was going to have the ins explanted as the pocket was infected at the time of the report. The plan was to remove the entire system. Environmental/external/patient factors that may have led or contributed to the issue included the patient had her pocket moved to a better location so she could easily reach the implantable neurostimulator (ins). It was noted that the event occurred during device follow-up from the previous pocket revision. The patient was getting 65-75% pain relief, so wanted to get the system re-implanted in a couple months. However, the patient was nervous about a repeat infection. The plan was to remove the entire system due to infection, but infection was only noted at the pocket site. It was noted the issue was not resolved at the time of this report. The patient's status at the time of this event was alive with no injury. Surgical intervention had not occurred at the time of this report, but had been scheduled for (B)(6) 2016. It was later noted the entire spinal cord stimulation system was explanted on v 2016. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.